Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by using a non-tandem charging cable, although it was noted that using third-party charging supplies is not recommended unless troubleshooting. Technical support arranged to send a replacement tandem wall adapter and charging cable via two-day shipping.